Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed there is some damage channel in when taking a 2d empty image. The detector panel requires replacement to resolve the issue. No parts have returned to the manufacturer for evaluation. .

Event description:
A medtronic representative reported that while outside of a procedure there was damage observed in the detector panel on the imaging system. There was no patient present when this issue was identified.

Manufacturer narrative:
The detector panel and command processor was returned to the manufacturer for analysis. The panel and processor were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.